Event description:
It was reported that during a ''longo'' procedure, stapler cut tissue but didn't fix it. Doctor said that there were no clips found in the stapler as well as in the wound. Patient had a serious bleeding. Patient had a bleeding that developed after the stapler was fired. Doctor was not able to stop bleeding at his facility and patient was transported to the regional state hospital.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2012 information anticipated, but unavailable at this time. Additional information received responses were provided by the surgeon: how far above the dentate line was the device/purse string sutures placed? About 4 cm above z-line. When the device was fired, where was the indicator within the green zone/gap setting scale? Indicator was within green zone. How did you confirm the device was fully fired?crunch but it was quieter than expected. It was unable to compress more. Were any unexpected noises heard? No, the crunch at the time of firing was quitter than usually. I've mentioned before use of the device that there are some cracks on the safety lock. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, the forces were usual. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. Was there any difficulty removing the device from the tissue? No, there was no any difficulty to remove the device, revolutions were not needed. After firing, did the surgeon wait 20 seconds prior to opening? Yes. After firing, was the safety re-engaged prior to removal? Yes. Was the staple line examined using the anoscope or other instrument? Yes (with anoscope), there was a big circular wound in the rectum, with voluminous bleeding. Bleeding vessels were stitched. Wound was plugged with a tampon. Was excised tissue/donuts removed and inspected for circumferential completeness? Yes. An excised tissue was inspected. It was a complete circle. What degree of hemorrhoids did the patient have? 3rd. Did a hcp other than the primary surgeon fire the instrument? No, it was fired by primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No are x-rays available? No. How was bleeding stop? Stitching feet of hemorrhoidal cushion, stitching wound and rectum tamponade. Were blood products administered? Yes, haemostatic products and blood products were used. What is the current status of the patient? Satisfactory. Patient spent 3 weeks in the hospital.

Manufacturer narrative:
(B)(4). Safety release damaged the analysis results found that the device arrived with the safety damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.